Manufacturer narrative:
Additional/changed and/or corrected data : b.5.

Event description:
Patient reported right side capsular contractures baker grades unknown, pain in joints, back and under ribs, allergies, migraines, issues with cycles, heavy cramps, pressure in pelvic area, stomach problems, couldn't eat anything, inflammation in body, hot flashes, loss of balance and lots of uti's. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral capsular contractures baker grades unknown, pain in joints, back and under ribs, allergies, migraines, issues with cycles, heavy cramps, pressure in pelvic area, stomach problems, couldn't eat anything, inflammation in body, hot flashes, loss of balance and lots of uti's.

Event description:
Patient reported right side capsular contractures baker grades unknown, pain in joints, back and under ribs, allergies, migraines, issues with cycles, heavy cramps, pressure in pelvic area, stomach problems, couldn't eat anything, inflammation in body, hot flashes, loss of balance and lots of uti's. Device has been explanted.